Manufacturer narrative:
Concomitant medical products: non-bd catheter; td unk. An unspecified failure was reported. Visual inspection of the as-received sample observed the tubing was cut. The cut was observed at the engagement to the female luer and approximately halfway around the tubing. No further issue was observed with the set. Although the damage was observed, functional testing performed immediately observed a leak from the cut. It is unknown how the observed damage occurred. The root cause of the damage was unable to be identified.

Event description:
An unspecified failure was reported. Although requested, additional information was not provided.